Manufacturer narrative:
The device was checked, and the issue was unable to be confirmed. The v60 device could be turned on. The device passed the required performance verification tests per philips standards and was returned to service. Product UDI is corrected.

Event description:
Philips received a complaint from the customer about the v60 ventilator indicating that the device would not turn on. The ventilator was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.